Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded and deflated with contrast when received. Microscopic examination of the balloon presented no damage or irregularities. Microscopic examination of the shaft revealed that the exit notch was torn with a hole. The hole was located in the shaft at the back of the exit notch. Microscopic examination presented no damage or irregularities in the bonds. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the hole in the shaft at the backside of the exit notch. The balloon was unable to be inflated due to the hole in the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft perforation and balloon deflation failure occurred. The target lesion was located in the coronary artery. A 3.50mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, on the second inflation, the balloon would not hold its atmospheric pressure. After trying a couple of times, it was noted that there was blood in the balloon catheter which indicated a perforation. The balloon catheter was removed with some struggle as it was not fully deflated. The procedure was completed with another 3.50mm x 8mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was fine.